Event description:
Additional information was received stating that the vns patient¿s generator was extruding from the patient¿s skin prior to replacement surgery. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
It was reported that the vns patient underwent generator replacement surgery on (B)(6) 2014 because her generator had migrated and was protruding from her skin. Additional information was received stating that the migration and protrusion was first observed on (B)(6) 2014. Patient manipulation or trauma is not believed to have caused or contributed to the generator migration and protrusion. The patient did not experience any physiological changes that may have contributed to the event. A non-absorbable suture was not used to secure the generator to fascia during implant surgery on (B)(6) 2009.